Event description:
It was reported that during set up for a total knee surgery, it was noted that the packaging of the blade was poorly sealed. It was also reported that the blade was not used on a pt and the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has been implemented to address this issue.